Event description:
Procedure: low anterior resection. According to the report: after firing the device, it was very difficult to remove. As a result, the tissue was torn. Tissue was repaired by suturing the entire anastomosis. The o.r. Time was delayed 30 minutes. There was no report of bleeding. The anvil was tilted after firing. The anvil portion of the device most likely caused the tissue damage during removal. The anastomosis was torn, but there was some damage proximal. The doughnuts were oddly shaped, with extra tissue. The surgeons felt as though there was an incomplete transection.